Event description:
During routine testing of the vaporizer, customer reportedly noted output of the vaporizer was higher than expected. Ohmeda's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.